Event description:
It was noted that the pacemaker was failed to interrogate. The pacemaker was explanted and replaced. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.